Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated several technical alarms during pre-use check. The field service engineer reported that when the ventilator had been in standby, it started alarming with technical error codes for communication error, ventilation error, valves disabled and software error. He replaced the control, monitor and expiratory channel printed circuit boards (pcb) according to the recommendations in the service manual and returned the boards for investigation. The ventilator was returned to customer and cleared for clinical use after passed calibration, functional and safety tests. The evaluation of received device logs confirms the reported technical error codes and failed pre-use check tests. The first occurrence of the technical error codes occurred in standby on (B)(6) 2020, which will be used as the date of event. The visual inspection of the returned pcbs showed no anomalies. The returned pcbs were installed in the reference ventilator. The monitor and expiratory channel pcbs were tested together. Two pre-use check and four hours of simulated test ventilation passed without issues. When the control pcb was tested separately, the reported technical error codes appeared. The ventilator was restarted several times and every time the problems reappeared. If the current defect appears during ventilation, ventilation will stop and the user will be notified by generated alarms and the corresponding technical error codes. The problem will be detected during pre-use check. The conclusion is that the returned control pcb showed the reported behavior and the reported technical error codes were confirmed. The problem was caused by a broken control pcb, but the failing component was not determined. The returned monitor and expiratory channel pcbs worked as expected during the investigation.

Event description:
It was reported that the ventilator generated several technical alarms during pre-use check. There was no patient involvement. (B)(4).